Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for unexpected restart, external ram crc error, and button error alarm. The customer's blood glucose level was 70mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump alarmed button error and had unresponsive act and esc buttons due to corroded keypad traces. The pump passed the idle current test. Unable to perform the run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the external ram crc, unexpected restart, erased memory anomaly, or weak battery alarms due to the button keypad anomaly. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.